Manufacturer narrative:
The device was returned to zoll medical for evaluation. Our review of the device's activity logged confirmed that the device shut down unexpectedly without a "low battery" warning. The event battery was not returned for evaluation; the device was tested and confirmed to be reporting "low battery" conditions with known good batteries. The device passed all testing with known good batteries, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.